Event description:
It was reported that the lead was not sensing or pacing. The lead was explanted and replaced. The patients condition was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.